Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On 09/01/2025, the patient stated they drove to the hospital due to hyperglycemia because the dexcom g7 sensor failed. At the emergency department (ed) the patient was treated with IV medication. The patient was discharged after a couple of hours. At the time of the report the patient was okay. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.